Manufacturer narrative:
The full number for the product in question is bk020053 ((B)(6) 2003). Immucor technical support used a remote elctronic connection method on (B)(6) 2018 to assess the instrument test well image in question. Immucor did a DHR review on 26jan2018, after the product had already expired, which showed that all specifications had been met before the product was released to market. (B)(4).

Event description:
On 19jan "2017", a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6) 2018.